Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was in place for several days when they noticed a leak of fluid and air at the base of the central venous catheter tubing. As a result, the catheter was exchanged for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was fine.